Event description:
The customer reported that the hd autoclavable camera head did not show an image. The issue was observed during a therapeutic lapro hysterectomy procedure. The procedure was completed with a similar device with about 5 minutes in delay in start time to change the device. No patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed, and likely caused by a cable part image defect. As a result of the device evaluation, additional findings were that the image was noisy, and the head part scope mount operation is heavy. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the video function did not function properly due to a failure of the cable. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.